Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. On 12/12/2023, the patient¿s dexcom device lost signal while he was sleeping. During this time, the patient¿s blood glucose (bg) level dropped low, and the patient lost consciousness. Due to the signal loss, the patient was not alerted to his bg level dropping. A family member of the patient found him unresponsive and administered a glucagon injection to the patient. The patient recovered at home and was not taken to the hospital. The patient was ok at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.